Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2014. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2014 during which the surgeon noted extensive adhesions at the site of the prior repair and he performed surgery to lyse the adhesions. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2015 during which the surgeon noted a bowel obstruction secondary to adhesions. These adhesions were causing her to suffer from bowel obstruction. It was reported that the patient experienced severe pain, loss of appetite, scarring and disfigurement. No additional information was provided.